Event description:
Boston scientific received information that a red alert was detected regarding high pacing impedance measurements. This implantable cardioverter defibrillator (ICD) remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.